Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/4/2019. Device evaluation summary: during evaluation of the sample was found ruptured. No other anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. Possible causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. The reported complaint was confirmed for rupture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number 6710061, and no non-conformances related to the reported complaint were identified. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: rupture. Concomitant products: 425cc mentor memorygel breast implant, catalog #3504251bc, lot #6687722. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent breast augmentation revision with a 425cc mentor memorygel breast implant experienced left sided rupture and baker¿s grade IV capsular contracture post procedure. As a result, the devices were replaced with mentor gel implants on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).